Event description:
Shivers, listless, weak, sweats, loss of appetite. Info was received in 2001 from a pt with a history of osteoarthritis. The pt reported that had a "strep" infection in the pt's left foot which was present before the pt had received the first synvisc injection in 2001. The pt's concommitant medications include mtx (methotrexate), predisone, paxil (paroxetine hydrochloride), mevacor (lovastatin), e-vista (hydroxyzine hydrochloride), folic acid, cephalexin, alprazolam, flomax (tamsulosin hydrochloride), and propoxyphene napsylate. The pt received two intra-articular synvisc injections into the left knee on two dates in 2001, one week apart. Fluid was aspirated before the first synvisc injection was administered. On approx two days later, the pt began experiencing shivers "going up and down spine", feeling listless, weak, breaking out in sweats, and a loss of appetite. At the time of the call, the pt reported the symptoms continue. The pt's clinical outcome is unknown. The investigational report received from the quality assurance department states that the data reviewed met specifications. MFR's comment: although the reported symptoms in themselves do not meet the serious criteria, the clinical scenario presents the possibility that an infection may exist. Therefore, the medical reviewer warrants this case as medically significant and reportable to the FDA.